Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The father of a customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 108 mg/dl at the time of incident. Troubleshooting found that customer has reverted to their back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The pump was received with a blank display due to a problem with the interface board. The pump was unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the blank display. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.